Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Correction bolus was delivered and a temporary basal rate was set to treat bg. Customer declined tandem technical support's offer to perform a pump system check. Bg lowered to 280 mg/dl at the time of the report.